Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found no cosmetic damages. Review of black box data found occurrences of the reported call service alarm. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence, a 24 hour pump exercise and boluses were executed without incidents. The meter remote was not returned and a test meter was used for the remaining evaluations. The pump paired with the test meter successfully and passed the radio frequency test. The pump casing was opened and no defects were found with the printed circuit board. The investigation confirmed but was unable to duplicate the reported call service alarm.